Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08581. It was reported that the patient was not feeling well and presented for a follow up in clinic. It was noted that noise and poor sensing was observed on the atrial lead. Atrial lead dislodgement was confirmed. The atrial lead was explanted and replaced. The patient's implantable cardioverter defibrillator (ICD) was under advisory for premature battery depletion with no eri (elective replacement indicator) alert or allegation of premature battery depletion and was explanted prophylactically. The patient was stable.